Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient¿s parent stated that four days after the sensor was inserted, the patient¿s skin became itchy with a red rash at the sensor insertion site. The parent contacted the hospital and the patient was prescribed cortisone. It is unknown if the cortisone was topical or oral. No additional patient or event information is available.